Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in mildly tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 6 atm after it was inflated several times. The device was simply pulled out from the patient. The procedure was completed with another of the same device. No complications reported and patient's condition post procedure is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 9 mm distal of the proximal balloon bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified that the hypotube was kinked at more than one location along its length. This type of damage is consistent with excessive force that could have been applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination of the device identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in mildly tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 6 atm after it was inflated several times. The device was simply pulled out from the patient. The procedure was completed with another of the same device. No complications reported and patient's condition post procedure is good.